Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced 3 weeks of pain relief, except for the past few days, when the patient experienced a gradual onset of pelvic numbness and anal and penile throbbing. An MRI was being done, as an inflammatory mass was suspected. It was noted that the symptoms also could have been due to progression of the patient¿s metastatic cancer. It was noted that the healthcare provider (hcp) took patient¿s personal therapy manager (ptm) doses away while the patient was in the hospital. The patient¿s pump was implanted 3-4 weeks prior to the initial report date. The device system was used to deliver hydromorphone 6.5mg/day at 14.625mg/ml and bupivacaine 4mg/day at 9mg/ml.